Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's software was upgraded to address the issue. No components were replaced to address the issue.